Manufacturer narrative:
Insulin pump received with critical pump error, problem isolated to the force sensor. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self test, motor safety circuit failed test or frozen screen due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor safety circuit failed test and frozen display. The customer's blood glucose value was 61 mg/dl. Customer reported they were unable to clear the alarm. The customer stated that the frozen display reoccurred after installing new battery. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.